Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device tip broke during surgery. According to the report, a nurse commented that the surgeon pressed the drill tip "obliquely" when the issue occurred. It was reported that a part of the fragment could be found but the rest of the fragments might have been dropped somewhere. The surgeon decided not to search for the missing fragment and the surgery was completed successfully without any adverse consequence to the patient. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Subsequent follow-up with the reporter, additional information was received. It was reported that there was no delay in the reported surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the tip of the cutter was broken. Based upon evaluation the angle indicated that there was an excessive lateral side to side force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.